Event description:
The patient was initially implanted with an ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, during a routine follow up, a type 3a endoleak was suspected. The physician elected to implant an ovation ix extension on (B)(6) 2021 and at the time determined the endoleak was a type 2 endoleak (non-device related) coming from two lumbar arteries and not a type 3a endoleak. Upon internal clinical evaluation it was determined an indeterminate endoleak was confirmed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 2 endoleak from the lumbar arteries is unconfirmed. An indeterminate endoleak is confirmed (it could not be determined from the angiogram what type of endoleak was present). This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The index procedure was an aorto-uni-iliac stent with a fem-fem bypass (right to left). The final patient status was reported to be under surveillance with another CT scan or ultrasound to be done in 30 days. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.